Manufacturer narrative:
This supplemental report is being submitted to report the device evaluation results. The device was returned to olympus for evaluation. A visual inspection was performed on the received device and found there was some tissue build up. The ptfe pad (teflon pad) was inspected and found to be charred at the distal end exposing metal from the side wall of the jaw. The device was attached to the test usg-400/esg-400 and the device passed the probe check. A u508 (seal & cut short circuit error) was observed. In addition, the distal end of the device was inspected under a microscope and char marks were noted on the probe unit. Based on the investigation findings, the cause for the reported complaint is attributed to no tissue or insufficient tissue between the probe and jaw when the device was activated. The ¿u508¿ error message was caused by metal to metal contact made between the probe and the jaw.

Manufacturer narrative:
The device was not returned to olympus for evaluation. This type of teflon pad damage is most likely related to the operator's technique. The instruction manual contains several warning statements in an effort to prevent damage to the teflon pad. "Do not to activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel. Do not activate output while applying the probe tip to the tissue with a strong force. Do not activate output while grasping thick and hard tissues. Otherwise, various forms of damage in the probe tip and/or the tissue pad such as premature wear, breakage, deformation, exposure of metal, and/or falling inside the body cavity, and/or partial separating may occur."

Event description:
Olympus was informed during a therapeutic oesophagectomy procedure, the teflon pad from the grasping section of the device burned exposing metal. A ¿short circuit¿ error message was observed. No device fragment fell into the patient. The intended procedure was completed with a similar device. There was no patient injury reported. Additionally, the device was inspected prior to use with no abnormalities found.